Event description:
It was reported that multiple of the same malfunction alarms occurred. Reportedly, the customer got the pump wet prior to malfunction.the customer reverted to an alternate method of insulin therapy. The customer continued to use the pump for insulin therapy but also has an alternate pump and manual injections if needed.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."